Event description:
It was reported that the lightsource automatically switched to standby intermittently. The procedure was later switched to an open surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
X7000 s/n (B)(4) was returned to stryker for analysis, but the failure mode was not confirmed.the customer complaint of ¿switched to standby¿ could not be duplicated.visual inspection: there were no outward signs of cosmetic or physical damage to the product.functional inspection: all measurements and functionality testing met specification.probable root cause: could not duplicate the complaint in our test environment.in sum, the unit was returned, but the failure mode was not confirmed.

Event description:
It was reported that the lightsource automatically switched to standby intermittently. The procedure was later switched to an open surgery.